Event description:
Subsequent to filing the initial MDR, the following information was received: the balloon was submerged in heparinized normal saline prior to use. The device was prepared for use outside of the patient anatomy. No resistance was felt during advancement/retraction in the lesion. There was no report of adverse patient effects in the procedure. There was no report of a clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail 6f jl4.0. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned catheter noted blood visible on the shaft, contrast in the inflation lumen, and blood and contrast in the loosely-folded balloon. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon could not be inflated due to the crystallized contrast in the inflation lumen and balloon. Therefore, the device was left pressurized in an attempt to dissolve the contrast and the analysis confirmed that there was a pinhole in the balloon over the distal balloon marker. Additionally, there were scratches visible on the outer surface of the balloon parallel to the pinhole, which may indicate that the balloon experienced mechanical damage at some point. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. It was noted that the balloon was initially soaked prior to use and prepared outside of the body per the instructions for use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was 90% stenosed and may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the stenosed lesion such that the balloon ruptured upon inflation attempt. However, since it could not be determined what contributed to the damage leading to the rupture, a definitive cause could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met specification. Additionally, a query of the complaint-handling database also did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies.

Event description:
It was reported that during the procedure in the circumflex artery to treat a 90% stenosed de novo lesion, the 2.0 x 12 mm mini trek rx was advanced without resistance or force into the patient anatomy and was inflated. However, the balloon ruptured on the first inflation at 8 atmospheres and was removed from the anatomy. A new trek rx dilatation catheter was advanced into the patient anatomy and dilatation was completed. There were no adverse patient effects and no clinically significant delay. No additional information was provided.